Event description:
It was reported that the oxygen (o2) sensor on 840 vent was found cracked during maintenance. The device was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: an oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the tab on the connector was broken off. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.